Manufacturer narrative:
No product has been returned for investigation as no product malfunction was alleged. No root cause can be determined at this time. Potential adverse events and complications "...as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: infection..." Product still in-situ.

Event description:
On (B)(6) 2020 a patient underwent a lumbar fusion spinal procedure. Postoperatively, the patient developed a superficial wound infection. Patient was treated with IV abx and underwent I&d (incision and debridement).